Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator at a us site that the patient was seen in clinic on (B)(6) 2015 and reported that his battery only works on power port #2. When he connects the battery to port #1, it doesn't register with the controller and he eventually gets a "power disconnect" alarm. No bent pins noted upon assessment of the battery connector or controller port #1. The other five batteries work and register with both power ports. A new battery was provided to the patient. There was no consequence to the patient. No additional information is available.